Event description:
The customer reported that her blood glucose read "high" (greater than 500 mg/dl) less than a day after the pod was activated and placed on her abdomen.

Manufacturer narrative:
The returned device was evaluated and corrosion and evidence of leaking was observed. The root cause was determined to be a damaged cannula during the MFR process. Qualification records were reviewed and the product lot met all acceptance criteria.